Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has low audible alarm. Associated malfunctions for this device: check valve low o2.